Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with failure code f82 was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a defective central processing unit (cpu) printed circuit board (pcb). The cpu pcb was replaced and calibrated to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code f-82; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.